Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) recommended monitoring the impedance measurements. No adverse patient effects were reported. This crt-d remains in service. Additional information was received that this crt-d was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported. This crt-d has not returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded by the facility; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) recommended monitoring the impedance measurements. No adverse patient effects were reported. This crt-d remains in service. Additional information was received that this crt-d was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported. This crt-d has not returned for analysis.